Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova deutschland has requested that the device be returned for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a burning smell was noticed coming from a heater-cooler system 3t when being filled with water during maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned for further investigation. During the evaluation the reported issue could be confirmed. It was found that the evaporator was leaking due to corrosion. Due to this failure water entered the cooling circuit and damaged the compressor which caused the reported issue. This is a known issue and a corrective action was initiated for the reported problem.